Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and arrangements for an out-of-warranty loaner were mentioned.